Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient advocate stated the patient has a tendency to experience syncope. Boston scientific technical services (ts) referred them to their clinic. The field representative was unable to obtain any further information. The pacemaker remains in service and no additional adverse patient effects were reported.